Event description:
This device case, reported by a physician, concerns a pt who experienced diabetic ketoacidosis (dka). The pt was using a pen injection device (humapen ergo) to administer 25% insulin lispro/75% insulin lispro protamine solution (insulin lispro) for diabetes mellitus. The pt has a forty-three year history of diabetes and experienced epilepsy in 1993. The pt experienced nausea and vomiting recent to the event. Concomitant medications were provided as follows: simvastatin; phenytoin and progestogen/oestrogen (evorel conti). During treatment with 25% insulin lispro/75% insulin lispro protamine solution, 20u before breakfast/12u before evening meal, the pt experienced two consecutive episodes of dka. In 2000 the pt experienced dka and was hospitalized for two days. The pt had recovered by early 2001. Three days later pt was re-admitted with dka. While the pt was being transferred back to the subcutaneous regime it was noted that when priming the pen the plunger went down smoothly; however, no insulin was delivered. The pt had not been priming the pen before use. The pt has been given a new pen and has now fully recovered. The results of the laboratory investigations performed in 2001 are as follows: glycated haemaglobin (hba1c) 9.5; blood glucose 35; urinary ketones 4 and higher; blood ph 7.16; bicarbonate 4 and urea 7.7. The reporter considered the event to be related to the pen injection device. The reporter did not consider the event to be related to 25% insulin lispro/75% insulin lispro protamine solution. The returned pen had two broken engagement tabs. The cartridge holder was manufactured after the corrective actions were implemented in nov-1998. Update 12-feb-2001: further info received from initial reporter on 09-jan-2001. Pt details, drug therapy details, concomitant medication and medical history added. Preliminary report prepared. Update 14-mar-2001: quality assurance report received 13-mar-2001. The returned pen had two broken engagement tabs.